Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of reportable malfunction (corroded air/ water nozzle) found during device evaluation is trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion at the air/water supply nozzle. There were no reports of patient involvement.